Manufacturer narrative:
Devices still remain implanted. Prod return is not possible at this time. Immediate post op x-rays and one yr post op x-rays were reviewed. The x-rays confirmed the back out of the left l2 setscrew. Generally with deformity constructs, there are more segmental screws in the vertebral bodies to share spinal loading and aid in the correction of the pathology. We are unable to determine the actual loosening mode of the interconnection due to the omission of implants for review; however, the suspected devices in use are lot # w05m4914, w05m4917, w06a1668, w06b0789, w06b2554, w06c2321 or # w06c2322. Device history records for all those lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pt underwent a spinal procedure for scoliosis at t2-l2 using posterior fixation. Approx one yr and two months post op, the pt complain of pain. It was found that a left side set screw at l2 backed out. The revision surgery is not planned.